Manufacturer narrative:
The device was discarded and not returned for investigation. Therefore, the exact root cause of the reported issue could not be conclusively determined. Balloon rupture is an inherent risk of using this product. As stated in the IFU: avoid extended or excessive exposure to fluorescent light, heat, sunlight, or chemical fumes to reduce balloon degradation. Do not exceed the recommended maximum balloon liquid capacity (see specifications). We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements. Further, we have not received any other complaints of a similar nature for devices from this lot. Due to reports of similar issues for this product we have opened a corrective and preventive action (CAPA) to further investigate the reported issue.

Event description:
The balloon on the proximal lumen (arterial communis) ruptured. It happened during the pre-test. No injury was reported to the patient.

Manufacturer narrative:
The device was discarded at the site and not available for investigation. Therefore, the exact root cause of the reported issue could not be conclusively determined. Balloon rupture is an inherent risk of using this product. As stated in the IFU: "exercise caution when encountering extremely diseased vessels. Arterial rupture or balloon failure due to sharp calcified plaque may occur. Avoid extended or excessive exposure to fluorescent light, heat, sunlight, or chemical fumes to reduce balloon degradation." The lot history record for the device was reviewed and no issues were found during manufacturing or packaging that would cause or contribute to the reported event. Although the exact complaint product was not available for evaluation, 3 unused samples from our finished goods inventory of the complaint lot (pfp1159) were tested in an attempt to reproduce the reported issue. During pre-use testing, each sample was able to inflate and deflate without issue to the labeled balloon volumes. The blue common carotid balloon was then inserted into a simulated vessel and inflated until resistance was felt. Each sample was able to inflate and occlude the vessel with no damage to the balloon. The blue common carotid balloon was then inserted into a simulated vessel with simulated calcified plaque and inflated again. During this test, balloon rupture occurred as the balloon encountered the simulated calcification. The failure was able to be re-created as expected and predicted in the instructions for use. Therefore, we can deduce that the complaint lot devices are performing as intended, when used in an intended clinical setting, as prescribed in our instructions for use. It is therefore likely, that the issues experienced at this site were resultant of procedural conditions and patient anatomical features i.e. Calcified plaque. CAPA 2024-005 has previously been initiated to perform additional investigation into the reported issues. CAPA 2024-005 will review materials, craftsmanship, and testing methods for areas of improvement.

Event description:
It was reported that the blue common carotid balloon on the proximal lumen (arterial communis) ruptured during the operation. The photo provided by the customer indicates that bleeding occurred during the procedure. The product was checked during the pre-test and no issues were noted. A heparin/nacl solution at 1000 ml nacl with 2 ml heparin (=10.000 units) was used to inflate the balloon at the volume as indicated by lemaitre. According to the customer, the patient did not experience death, life-threatening illness or injury as a result of the issue. The product was discarded by the customer.